Event description:
Consumer reported that she developed a granulomatous reaction at an unspecified time following a repair of a previous wound dehiscence. The site was debrided, flushed with fluid and reclosed and packed with a burn graft material to protect the tissue.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate events were reported. See 2210968-2009-01250, 2210968-2009-01251, 2210968-2009-01252, 2210968-2009-01253, 2210968-2009-01255, 2210968-2009-01256 for all associated medwatch reports, the same pt is represented in each medwatch.